Event description:
During a lateral meniscus repair procedure (red area), it was reported that it was impossible to slide the suture down to the meniscus, it got stuck in the meniscus. Additional information received indicated t2 did not deploy and the implant removed. A 15 minute delay was reported for the procedure. The patient was noted to be okay post-procedure.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device showed the needle is slightly bowed. The actuator is in the post t2 position indicating a complete deployment. No t's or suture were returned. The device was functionally tested for proper actuator advancement and cycling, the device functioned as intended. The non-deployment of t2 cannot be confirmed. A root cause could not be determined. No further investigation is necessary at this time. Due to lot number provided being invalid, expiration date and manufacture date are unknown.